Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion: failure observed during analysis. Final analysis of the lead found that the insulation had been compressed at 27.0 to 28.0cm from the connector pin, exposing the inner coil at 27.0cm. Damage to the leads insulation was also found at 27.5cm from the connector pin. The damage was consistent with clavicular crush. (B)(4).